Event description:
It was reported that needle clogged while using bd micro-fine¿+ pen needle. No patient impact reported. The following information was provided by the initial reporter, translated from (B)(6) to english: the drug solution came out upon priming; however, the drug solution did not come out in the actual use and its volume did not decrease.

Manufacturer narrative:
Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.